Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
As reported: "loose components with severe osteolysis. Replaced with 64mm tritanium multihole cup with 4 screws 2x20, 2x25, 36mm e 0° liner, restoration modular 21 x 155 stem x 20 body, 36 +5 biolox head. Routine revision tha". The shell and stem were reported loose. Nothing regarding the screws was reported. It was confirmed that this was a revision of the primary, clarified lot number on stem.